Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was confirmed. Based on the results of the investigation, a root cause was not identified. Labeling: this issue is addressed in the instructions for use (IFU): the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had a burnt distal end. The issue was observed during a therapeutic bronchoscopy procedure. The procedure was completed with a similar device with no reports of delay or patient harm.